Event description:
It was reported that a newly implanted patient developed sustained ventricular tachycardia on (B)(6) 2023 that required defibrillation. The patient continued to experience ventricular tachycardia through (B)(6) 2023. The arrhythmia did not result in clinical compromise. The patient was thought to have a pre-existing arrhythmic substrate; however, as the arrhythmia occurred multiple times during the perioperative period, the arrythmia was potentially related to the device implant surgery. The patient's medications were adjusted, including antiarrhythmic medications.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of sustained ventricular tachycardia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. A) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.